Event description:
It was reported that the hub leaked requiring additional intervention. Two ekosonic endovascular device, 106x18cm were selected for use. While in the cardiac catheterization lab (ccl), the first catheter was placed within 15 minutes. The second catheter placement took approximately an hour to seat it in the left lobe of the lung. The patient was transferred to the intensive care unit (ICU) where the pumps were connected. Upon inspection, it was noted that the left catheter was leaking at the drug port. Upon further inspection, the plastic was brittle and broke off where it connected to the stop cock. The patient was brought back to the ccl and the catheter was swapped successfully. The pumps were hooked up and the patient was transferred back to the ICU. After 20 minutes the new left catheter also started to leak. The leak was durabond and taped and appeared to be holding. The patient did not receive the adequate amount of lytic and was brought back for an additional angio and right heart catheterization. There were no patient complications.

Manufacturer narrative:
A4: weight: nearly 500 pounds. Device evaluated by MFR: the ekosonic endovascular device was returned for analysis. Microscopic visual inspection of the infusion catheter showed a crack in the coolant luer and the drug luer was shattered. The device was tested for leaking, and it was noticed that the device did not leak from the coolant luer, despite the cracking. The drug luer was unable to be attached to a syringe, as the luer connection was completely broken off, but would have leaked if it were attached.